Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative visited the site. Testing revealed that the system performed as intended and no hardware parts were replaced. The medtronic representative could not replicate the issue reported by the surgeon. A system checkout was completed and the system was functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the verify instruments task and delayed the surgery by less than one hour. It was reported that the site had difficulty tracking all of their instruments other than their registration probe. The registration probe verified and tracked with no issues, and they were able to get a passing registration. When they swapped to any other instrument, they weren't able to verify the instrument and the tracking was intermittent, making the software appear to move in a "choppy" manner as the instrument was picked up occasionally. The emitter was positioned at the top of the patient's head (12 o-clock position), with nothing directly behind the emitter and the field clear of metal interference. There was a monitor directly above the emitter. They moved the emitter to the patient's 2 o-clock, and the tracking improved slightly, but was still intermittent. It was recommended that the position of the emitter be adjusted to have the bottom of the emitter line up with the patient's nose so the field is more anterior. The system was restarted, the surgery was completed with navigation and there was no impact on patient outcome.